Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test due to broken trace at pin on keypad assembly. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. All buttons function properly. No unresponsive buttons noted. No stuck button alarm or button error alarm noted. No damage noted in the keypad traces. During visual inspection, found the keypad connector on electrical board was properly locked. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm and buttons did not responding. The troubleshooting was performed and they were able to clear the alarm and able to complete the insulin pump rewound. The customer also reported that the self test did not passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.